Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Additional information reported the patient had a csf leak after pump implant. It was noted there was no device related problem noticed by the clinician. The pump was used to deliver lioresal. It was reported that the patient is still having concerns regarding their device or therapy but they are working with their healthcare provider (hcp) or manufacturer¿s representative. It was noted that the patient had an appointment date listed as (B)(6) 2014. It was noted that if that patient had known what they know now, they would not have gotten the pump. Additional information received reported that it took the neurosurgeon's office five days to respond by putting a patch over the leak.

Manufacturer narrative:
(B)(4).

Event description:
On 7/9/2014 information was received from an hcp indicating that when the patient had a csf leak, they had a spinal headache. This was treated with a blood patch. Nothing was wrong with their device, and all troubleshooting was negative. The pump contained baclofen.